Event description:
The (B)(6) female patient was part of the (B)(4) study. The target lesion was the mid rca. The lesion was de novo and tortuous. A 3.0 x 13mm cypher stent was implanted. When the stent was implanted, a dissection was noted. In order to treat the dissection a 3.0 x 08mm cypher stent was implanted overlapping the first cypher stent.

Manufacturer narrative:
Information received from the (B)(4) study indicated that a patient experienced a dissection after having a coronary artery stent implanted. The patient's medical history is significant for hypertension, hyperlipidemia, tia, hiatal hernia, depression, osteoarthritis and obesity. The target lesion was in the mid right coronary artery (rca). The lesion was described as 80% stenosed and de novo. The lesion was not pre-dilated prior to the implant of a 3.0mm x 13mm cypher stent at 14atms. After implant an edge dissection was noted and treated with the implant of a 3.0mm x 8.0mm cypher stent proximal and overlapping to the first. The event resolved without further sequel and the procedure was successfully completed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Dissections are a known potential adverse event associated with coronary stenting. The IFU cautions that implanting a stent may lead to a dissection of the vessel distal and/or proximal to the stented portion. Review of the available information suggests that aside from the inherent risk of the procedure that vessel/lesion characteristics may have contributed to the event. There is no indication that there is a design or manufacturing related issue therefore no action is required.

Manufacturer narrative:
The product remains implanted in the patient and is not available for analysis. Device history record review was conducted and the product met quality requirements for product acceptance.additional information will be submitted within thirty days upon receipt.